Manufacturer narrative:
UDI: (B)(4).

Event description:
This was a bilateral lead extraction procedure to remove two rv leads due to cied system infection. The first rv lead (implanted less than 1 year) was removed via a right-sided approach using a standard stylet and manual traction only. A 13f tightrail was used on the second rv lead (implanted 84 months) using a left-sided approach, however, the lead began to disintegrate and fell apart. The physician attempted to snare the remaining lead via a femoral snare approach using a needle snare followed by a gooseneck snare. Although successfully snaring the lead, it would not come down through the ivc. At this point, it was decided to perform a surgical intervention in order to completely remove the lead as it was infected and required total extraction. The patient was taken to the operating room and a thoracotomy was performed in order to remove the lead. It was noted by the physician that there was continued difficulty removing the lead manually during the throacotomy. The lead was part of the posterior wall of the right atrium and the tricuspid valve and there was a significant amount of right ventricle adhered to the tip. It was also stated by the physician that extracting the lead surgically was the best course for this lead as any other method would have resulted in injury and possibly death. This event is being reported because the tigh-trail, although it performed appropriately, contributed to the disintegration of the lead which required medical intervention to be extracted successfully.